Event description:
Boston scientific received information that the patient was seen in the emergency room (ER) due to dizziness and syncope for an unknown reason. The device was reprogrammed by shortening the atrial ventricular (av) delay. However during an office visit following the ER visit the pacemaker was reprogrammed back to a longer av delay and the av search feature was programmed on. Approximately one and a half months later the patient was seen in the ER again with the same symptoms. It was noted that the patient has retrograde conduction at 200 so the post-ventricular atrial refractory period (pvarp) was reprogrammed. The patient also has second degree heart block type two. While sitting in the hospital, it was observed that when the av search was occurring the patient felt some of the same symptoms. Boston scientific technical services (ts) was contacted and discussed programming options. Subsequently the av search feature was programmed off and the av delay was shortened once again. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.